Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. The sprint fidelis lead model is included in a field advisory.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: (B)(4) - the full lead was received in segments and analyzed. The distal conductor was fractured. The defibrillation conductor was distorted, there was blood/body fluid on the outer tubing overlay, the outer tubing overlay was both melted and had environmental stress cracking, the outer tubing showed environmental stress cracking breach and non-electrical breach, the outer insulation was breached/cut, the outer insulation had a cosmetic depression and there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that the lead was fractured by the clavicle. It was further reported that oversensing and high impedance on the lead triggered the lead integrity alert. The lead was explanted and replaced. No patient complications have been reported as a result of this event.